Event description:
It was reported the patient¿s implantable neurostimulator (ins) was moved several times and the last time they moved it they changed it out for a new system. Information omitted pertaining to related event (B)(6) ¿ loss of therapeutic effect.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, lot# j0454723v, implanted: (B)(6) 2004, product type: lead. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).